Event description:
It was reported that approx three months post vena cava after implantation during the scheduled retrieval. The filter was noted to have migrated and one filter limb appeared to have penetrated the medial ivc wall. The filter was unable to be retrieved at that time; however, approx one year later, the filter was successfully retrieved. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation and filter migration. Based upon the available info, the definitive root cause for this event is unk. See scanned page.